Event description:
It was reported that during an exploratory laparotomy procedure, the blade would not recharge by this instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge the following information was requested, but unavailable: please explain what is meant by, ¿the blade would not recharge by this instrument.¿ this is not clear. The analysis results found that one sr75 reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. Please reference the instruction for use for more information. No functional test was performed due to the condition of the reload. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.